Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 1 patient tested on coaguchek xs plus meter serial number (B)(4) compared to an unspecified laboratory method. The patient was initially tested on the meter and the result was 5.5 inr. Since this result was higher than expected, the patient was re-tested on the meter with a result of 5.4 inr. As this was also higher than expected, a venous sample was obtained and sent to the laboratory where the result was 4.1 inr. The customer thought the result from the laboratory was correct and the patient was treated based on the 4.1 inr result. There was no allegation that an adverse event occurred. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Retention test strips (297788) were tested in comparison to master lot #28632180 (re-calibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification.